Manufacturer narrative:
The insulin pump was programmed with a bolus wizard blood glucose of 200 mg/dl and 70 grams of food. The bolus wizard estimated 8.9 units. The bolus wizard delivered and recorded properly in the bolus history screen. No bolus wizard anomaly was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a bolus wizard problem. The customer stated that the bolus wizard estimation of 9.0 did not make the correct calculations and did not match to the correct calculated details of 8.1. The customer's blood glucose level was 177 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.